Event description:
The customer reported to vyaire medical that the avea ventilator presented high fio2 (fraction of inspired oxygen). The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). Vyaire field service went onsite. Checked unit and "invalid gas ID" alarm banner appeared. Checked air adapter and noticed it was loose. Tighten adapter and resolved issue. Could not duplicate high fio2, possible cause can be from invalid gas ID. Ran performance check, unit passed all test and runs according to OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.